Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p60-22 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730.

Event description:
The literature article published in the international journal of std & aids, 2026, vol 37, titled ¿the end of the gold standard in syphilis diagnostics - a comparison of alternative screening test methods¿ by fazio et.al. Noted false negative alinity I syphilis results for three patients when compared to other methods. All three samples had a positive tppa titer and contain treponema-specific anti bodies with negative lipoid antibody findings. Based on the findings and available information (time of infection and lack of symptoms), patient 1 is assignable to the early latent stage. Patient 2 exhibited a genital syphilitic lesion at the time of blood sampling, indicating an active and infectious stage. For patient 3 the anamnestic information indicated the results to be a residual finding following a previously treated treponema infection. Patient 1 alinity I syphilis 0.75 index, tppa titer 1:80, igg-fta-abs titer 1:10 (weakly positive), i9s-igm-fta-abs titer 1:40, rpr negative, eia 11.08 re/ml (<16-22 re/ml is negative), eclia 0.350 coi (<1.0 coi is nonreactive), clia 1.4 index (<1.1 is nonreactive). Patient 2 alinity I syphilis 0.52 index, tppa titer 1:640, igg-fta-abs titer 1:20 (positive), i9s-igm-fta-abs titer 1:80, rpr negative, eia 9.73 re/ml (<16-22 re/ml is negative), eclia 0.583 coi (<1.0 coi is nonreactive), clia 2.0 index (<1.1 is nonreactive). Patient 3 alinity I syphilis 0.42 index, tppa titer 1:80, igg-fta-abs titer 1:5 (borderline), i9s-igm-fta-abs titer 1:160, rpr negative, eia 7.85 re/ml (<16-22 re/ml is negative), eclia 1.760 coi (<1.0 coi is nonreactive), clia 0.7 index (<1.1 is nonreactive). No impact to patient management was reported.